Event description:
Adverse event(s): "overcorrection" (overcorrection); "decreased bcva" (vision, impaired); "hazy vision" (corneal haze); "halos" (visual disturbances). Product problem(s): "system delivered incorrect treatment" (incorrect software programming calculations). A technician reports the system delivered an incorrect treatment. The treatment entered was -.75 cyl and the patient received +.75 cyl. As a result the patient exhibited an overcorrection following prk surgery over an iol implant. During follow-up, it was noted that the patient also experienced a decrease in bcva, has hazy vision and halos. A prk enhancement is planned for (B) (6) 2010. Additional information is being sought. The safety and effectiveness of this laser system has not been established for patients with previous corneal or intraocular surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).